Event description:
It was reported the device will not boot and has an error code displayed. It was also reported there was a self test error. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment; the "on" key on the keyboard collapsed. It was also noted that one side bail was broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment; the "on" key on the keyboard collapsed. It was also noted that one side bail was broken.